Event description:
During a remote follow-up, it was noted that there were episodes of non-sustained right ventricular oversensing that resulted in post-paced t-wave oversensing. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating there was episodes of far field r wave oversensing and inappropriate mode switching also noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event however, additional episodes of far field r wave oversensing and inappropriate mode switching were noted on the device. Technical support was contacted and recommended additional reprogramming to resolve the event. No additional intervention has been performed at this time. The patient was stable.